Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced symptoms of overfill, bloating, breathing difficulty, burping, and abdominal pain during dwell 1 of 4. The patient was connected to the homechoice claria device at the time of the events. The patient reported the last three nights they had experienced the events. According to the patient they were overfilled so they called their pdrn and were advised to call renal therapy services (rts) to help drain. Rts assisted the caregiver with performing a manual drain. It was further reported, the patient "felt much better¿. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with the event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. Review of the sharesource therapy log data was performed and revealed the programmed total uf (50ml) may have been set too low for the most recent therapies. Per the homechoice claria clinician guide, the programmed total uf should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The log data from the most recent treatments showed the patient¿s average uf was approximately 480ml. Based on the device log analysis, the direct cause of the reported fullness event was determined to be the programmed total uf being set too low. Should additional relevant information become available, a supplemental report will be submitted.